Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) was evaluated in association with the reported event of a left ventricular assist device (lvad) fault alarm. The submitted log files showed the alarms and the reported disconnect and reconnect of the driveline resolving the alarm; however, it was determined that the cause of the alarm was unrelated to the system controller and will be addressed by the lvad investigation. The system controller was not returned for analysis. The root cause of the reported event was determined to be related to the lvad and could not be correlated to an issue with the system controller. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient reported to the clinic with low pump speeds of 5000 rpms, with a set speed of 5400 rpms. The speed remained at 5000 rpms with an lvad fault on the monitor. The patient reported feeling lethargic and nauseous. Log files were submitted for review and the event log file displayed transient com b fault/com a fault/ controller fault low pump current alarms on (B)(6) 2025 at 08:42, including high current left ventricular assist device (lvad) fault flags on (B)(6) 2025 at 08:42. The events appeared to be caused by electrostatic discharge (esd), which was confirmed by the patient and attributed to changing their bedsheets while on mobile power unit (mpu) power. The pump restarted promptly as designed and functioned as intended during the events. The event log also captured lvad internal fault alarms associated with electrically erasable programmable read-only memory (eeprom) communication error events on 17jan2025 from 08:42 through 12:34. It was recommended that the patient perform an lvad reset to resolve the lvad internal fault alarms. The customer performed an lvad reset by disconnecting and reconnecting the driveline, which resolved all alarms. After the lvad reset the patient's pump speed immediately returned to the set speed. A few minutes after, their pulsatility index (pi) fluctuated up to between 10-11, and the returned back to normal. The patient reported feeling some palpitations while their pi was elevated, which stopped after the pi returned to normal. Additional log files were submitted for review after the lvad reset and confirmed that the reset cleared the previous alarms, and the only alarms captured in this event log file were low flows, driveline disconnect, and lvad off alarms all attributed to the system controller reset. No other unusual alarms were seen in the log files.